Event description:
It was reported by the customer on (b)(6 at in the middle of the procedure the laser system had an error code 171. Also it was reported that technical support advised the customer to use the laser at a lower setting to complete the procedure. Per the customer, the procedure was completed while running the laser at 100 watts. No other problems were reported. Also, no pt injury was reported.